Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The customer confirmed they cleaned, disinfected, and sterilized the product before sending it to olympus. The customer did not know when the foreign material adhered to the endoscope, what the foreign material was, or whether the endoscope was used for a procedure with the foreign material attached to it. It¿s unknown if there was delay in the start of precleaning. There were abnormalities in the accessories used for reprocessing. The customer flushed the air/water nozzle with water and air and immersed the endoscope in the detergent solution. It¿s unknown if air/water nozzle was wiped/brushed with clean lint-free cloths, brushes, or sponges. The air/water nozzle was flushed with the detergent solution. Based on the results of the investigation, the foreign material could not be identified. The event can prevented by following the instructions for use which state: "preparation and inspection, inspection of the endoscope and inspection of the endoscopic system describes the following warning. -inspect the air/water nozzle at the distal end of the endoscope¿s insertion tube for abnormal swelling, bulges, dents or other irregularities. -keep the air/water valve¿s hole covered with your finger and depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed due to the clogged nozzle. Additional issues were identified during the device evaluation: the amount of air and water supplied was insufficient due to clogging of the air/water nozzle; the play of the angle knob was out of the normal state due to the elongation of the angle wire; the forceps lever did not operate smoothly due to damage to the forceps lever; the bending section bond was cracked; the suction cylinder was scraped; and scratches were found on multiple locations on the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported (on behalf of the customer) that the evis lucera duodenovideoscope, presented with no flow from the main air/water system. There were no reports of patient harm associated with this event. During the evaluation of the device, it was noted that the nozzle was clogged with a foreign object. The foreign material remained in the nozzle, which can cause insufficient reprocessing. This report is to capture the reportable malfunction of foreign material in the nozzle noted at estimation.